Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. The pump had a corroded motor assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that she accidently went into the pool and forgot to disconnect from the pump. The customer stated that there was fluid under the display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.